Event description:
On (B)(6) 2022 I underwent anatomic total shoulder replacement of my left shoulder at the (B)(6) with the exactech equinoxe shoulder system. Approximately 1 year later I began having increasing pain with shoulder motion, never made a full recovery, and began to gradually get worse. Initial x-rays did not show any loosening of the prosthesis. I underwent MRI, us and ultimately an emg which verified the rotator cuff was still intact. I had further physical therapy which did not help. My shoulder function continued to deteriorate and on (B)(6) 2024 I underwent a CT scan which showed osteolysis and loosening of the glenoid component. On (B)(6) 2024 I underwent stage 1 of a planned 2 stage revision to a reverse tsa, the components were removed, and it was discovered that the center peg of the glenoid component had broken off at some point. My surgeon discussed with the exactech rep and learned that there was a recall on this device issued earlier this year, and my component (serial #(B)(6) was included. CT scan confirmed loosening of the glenoid component.